Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface printed circuit board assembly and backlight inverter printed circuit boards. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, the ventilator's display went blank. No patient harm was reported.